Event description:
Reference number (B)(4). Event occurred in turkey it was reported that the patient experienced a cannula issue with one infusion set. The cannula was crimped. The event occurred on (B)(6) 2024. The site of insertion was the abdomen. The infusion set has been used for 1 day. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: turkey. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.